Event description:
The doctor was inserting viscoelastic in the pt, the cannula came off of the body of the vial and injured the pt's iris. The thread of the vial came off with the cannula. The doctor used iris hooks due to small pupil and floppy iris syndrome which were not needed during surgery to repair the eye. Surgery was rescheduled.

Manufacturer narrative:
Initial complaint was received on (B)(6) 2010 and follow up was needed to determine reportability. Follow up info not received until (B)(6) 2010. The device was not available to be returned and the lot number is unk. No further eval or investigation is possible. Pt surgery was rescheduled and was performed on (B)(6) 2010.